Event description:
While on the pt, the ventilator made a noise and air stopped flowing, the mother of the pt says the alarms did not go off immediately until she turned the power off. Power lost alarm occurred. Pt was placed on a back-up ventilator. No pt harm reported.